Event description:
Philips received a complaint by the customer on the v60 indicating that the devices service button was not working, and the customer was unable to perform preventative maintenance (pm). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to remove the rubber button cover and try contacting the switch directly. If that does not work, then replace the switch printed circuit board assembly (pcba). The rse discussed replacement per the service manual and provided parts ID for the pcba. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 13feb2025, 26feb2025, and 14mar2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.